Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Noise seen on rv lead led to inappropriate detection and therapy. All lead parameters in range at follow-up and noise could not be recreated at follow-up. The lead remains implanted.